Manufacturer narrative:
Requested confirmation from hospital if the device is available for investigation. A follow up report will be provided once the investigation has been completed.

Event description:
During a shoulder decompression arthroscopy procedure and rotator cuff repair using a super turbovac 90 with integrated cable arthrowand, the patient sustained a burn (severity of burn was not provided; size 1 cm x 10 cm) on right posterior shoulder near axilla crease. The patient's burn was treated with cream and sulphur diazine.